Event description:
It was reported that prior to starting a da vinci s surgical procedure that the mega needle driver instrument would not grasp the needle. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis placed the instrument on an in-house system and it was driven; the instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument was fully functional. There was an indentation at the edge of the distal pulley with visible scratches on the surface of the pulley. Failure analysis found that the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were long in length. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.